Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant an acute perforation occurred. The perforation was noted when the lead was connected to the psa. The pericardium was drained of fluid. The lead was repositioned successfully.